Event description:
Heparin lock flush box of syringes: plastic container was sealed but one syringe was backwards and without a needle. I.e., one of 25 syringes was packed backwards, and missing its needle/blunt tip end.